Event description:
The customer reported that when new batteries are installed in the alarm the screen fades and no longer is legible. No visible damage to the outside of the alarm was reported. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product revealed the lcd display is dim and none of the lights come on. When the unit is set to voice and tone or voice only the unit will play static and then turn off when weight is taken off the pad. When the unit is set to record there is only static. The tone mode does work as it should. Visual observation found the sensor 1 receptacle molding is damaged and broken. The bottom right corner of the case is cracked. Posey instructions for use warning statement: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. (B)(4).